Event description:
It was reported that a vial-mate reconstitution device leaked from an unknown location. This occurred during infusion of ceftriaxone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) ¿ the event occurred in the week prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device lot was manufactured between the dates 3/20/15 and 3/24/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.